Event description:
Related manufacturer report number: 3006705815-2022-01369. It was reported that the patient's right lead had high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. It is unknown which lead was replaced, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.